Manufacturer narrative:
Concomitant medical product: dtpb2qq ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and detections were programmed off. No patient complications have been reported as a result of this event.